Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked choking sensation. It fell apart in my mouth oral-b brush head device breakage. Consumer reported via e-mail that brushhead fell apart in mouth and almost choked. No serious injury was reported.